Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the lot number, m7187l603, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 20mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced ten different incidences, which were associated with separate units, involving ten different patients. This is the first of ten reports. Refer to 8030647-2018-00175 for the second patient. Refer to 8030647-2018-00176 for the third patient. Refer to 8030647-2018-00177 for the fourth patient. Refer to 8030647-2018-00178 for the fifth patient. Refer to 8030647-2018-00179 for the sixth patient. Refer to 8030647-2018-00180 for the seventh patient. Refer to 8030647-2018-00181 for the eighth patient. Refer to 8030647-2018-00182 for the ninth patient. Refer to 8030647-2018-00183 for the tenth patient. It was reported that the flex connector came away from the suction catheter. It has been occurring in approximately ten flex connectors since (B)(6). The timing of incidents varies in each incident. There were no medical interventions and no patient injuries in any cases. Additional information was received 09-mar-2018 that states, all ten flex connectors disconnected from the suction catheter, and all ten incidents occurred while changing the patient¿s position. No additional information was provided.

Manufacturer narrative:
Halyard health received one (1) sample that was not returned with the original packaging. No any other samples received. The returned double swivel elbow (dse) and flex connector (mating component) were examined. There were no visible damages to the manifold, male insert, or flex connector components. The small end of the flex connector (15mm) was attached to the male insert of the dse. Resistance was felt just above the medial point of the insert. A certified ruler was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange was 6mm. The flex connector was rotated, the dse male insert initially rotated with the flex connector however, in the middle of the rotation task, the mated component (flex connector) became disconnected from the male insert during the rotation. The root cause is attributed to a manufacturing deficiency. All information reasonably known as of 23-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 06apr2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received on 09-mar-2018 that states, all 10 flex connectors disconnected from the suction catheter, and all 10 incidents occurred while changing the patient¿s position. No additional information was provided.